Manufacturer narrative:
(B)(4). Date sent: 7/30/2021. Investigation summary: a photo and the device was returned to ethicon endo surgery for evaluation. Upon visual analysis of the photo submitted the following was observed: the photo shows a label on a box with product code psee60a, lot # u94v47 and exp. Date: 2023-07-3. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned not sterile and with no apparent damage. Additional investigation indicated that a psee45a device was packaged as a psee60a, based on the batch number of the returned device. As part of our quality process, the manufacturing records of this batch and lot were reviewed, and the manufacturing standards were met prior to the release of this batch and lot. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a sleeve operation, the operating room nurse picked up what they expected to be a 60 mm power plus stapler. But despite the marking on both the kit and the packaging of the stapler, they found a 45 mm power plus stapler. The nurse changed the instrument and the procedure could continue without complications for the patient.